Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found a piece approximately 14.03 mm x 4.64 mm was found to be broken off. The broken piece was not returned with the instrument. The complaint regarding the tip broke off was confirmed by failure analysis. The probable root cause can be attributed to damage to the instrument while performing off-label surgical applications, such as needle bending, needle driving and/or suture snapping, or instrument mishandling.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument tip broke off. There was no report of patient involvement or patient injury.